Manufacturer narrative:
The t:slim pump user guide instructs the user not to remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after refilling an existing cartridge with more insulin. Customer loaded a new cartridge successfully and resumed pump therapy. Customer's blood glucose (bg) level was 409 mg/dl. It was indicated that the customer would deliver a bolus to address bg level. Tandem technical support educated the customer regarding cartridge labeling instructions.